Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a red and oozing skin irritation on the patient's back. There was no alleged device malfunction contributing to the irritation. The patient's physician prescribed triamcinolone 0.1%., steroid cream for the skin irritation. The physician also advised the patient to only wear the lifevest at night. Follow up indicated that the cream helped the skin irritation to improve.